Event description:
It was reported a physician performed a novasure endometrial ablation and a loop electrosurgical excision procedure (leep) on (B)(6) 2014. The procedures were completed successfully and the patient was discharged home. The following day the patient was "complaining of severe pain in the abdomen." The patient was presented to the emergency room (ER) and her white blood cell count was normal and computed tomography (CT) scan showed nothing abnormal. On (B)(6) 2014 it was reported, "the patient was admitted into the hospital on (B)(6) 2014 and discharged on (B)(6) 2014. The patient received percocet. There was no other intervention. The dr. Suspects it was endometritis but diagnosis was not confirmed.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review and sterile lot review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).